Manufacturer narrative:
Lot #: the suspect lot was h19g24046. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to disconnect their minicap transfer set. It was further described as "the dark blue piece would move, but it would not disconnect"; "the dark blue piece was coming out of the device". This was noticed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual device was received for evaluation. A visual inspection with the naked eye noted a female connector separated from the main body. The insert/chip was not present but there was evidence that one was previously present. There was evidence of solvent inside the barrel of the main body. There was the appearance of iodine residue on the female connector resulting in difficulty with disconnection. The female connector was cleaned with bleach/water solution. After the connector was cleaned, it was able to connect and disconnect with no issue. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported connection/separation issues were verified. The cause of the separation could not be determined; the cause of the iodine residue on the female connector could not be determined. A batch review was conducted on the suspect lot and there were no deviations found related to this reported condition during the manufacture of the suspect lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for d4, suspect lot. D4: expiration date: 07/24/2024. D4: unique identifier (UDI) #:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.